Event description:
Mega suture cut was docked/installed and used, then taken out. When attempted to re-install, installation failed. Tried to take adapter off, replace, and then reinsert instrument, but still failed. New mega suture cut was installed with no problems. Failed instrument was placed in opposite arm, but still would not install. Rn was questioned about fragments falling into patient and she stated no.